Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4), d10: medical product: femur trabecular metal cruciate retaining (cr) narrow porous: catalog#42502206002, lot#65613017; articular surface fixed bearing cruciate retaining (cr) right 10 mm height: catalog#42521000410, lot#65622551. G2: foreign: japan. The product will not be returned to zimmer biomet for evaluation as the product remains implanted. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, five (5) months post-implantation, the patient felt a pain and presented to the clinic. Diagnostics revealed a likely bone fracture of the tibia. A revision surgery is planned to address the tibial fracture. It was reported that no further information is available.